Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The mandrel was returned inserted in the device and pushed too far over the pigtail and caused damage to distal tip. Also the tip showed signs of stretching on the proximal end however, it was possible to move mandrel. There was stent damage on distal end and centre sections; struts distorted and misaligned. Multiple hypotube kinks were identified along the full catheter length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified and 3mm in diameter mid right coronary artery. Following pre-dilation with a balloon catheter, a 3.50x38mm promus element¿ plus drug-eluting stent was advanced; however, with less guiding support, the device failed to cross the lesion. The device was removed, a 3x16 and a 3.5x20 promus element¿ plus drug-eluting stents were implanted in an overlapping manner, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.